Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in on pt. The pt info provided is the average for all the pts. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested. This literature article can be accessed at http://onlinelibrary.wiley.com/doi/10.1111/j.1463-1318.2009.01899.x/abstract.

Event description:
Literature: vallet c, parc y, lupinacci r, shields c, parc r, tiret e. Sacral nerve stimulation for faecal incontinence: response rate, satisfaction and the value of preoperative investigation in pt selection. Colorectal dis. Mar 2010;12(3):247-253. Summary: this study evaluated whether morphologic, dynamic and electrophysiologic tests are valuable in the selection of pts who might most benefit from sacral nerve stimulation (scs) for fecal incontinence and found that such investigations do not facilitate pt selection. Thirty-two pts were implanted with permanent scs systems and were followed up for a median of 33 months. Reportable events: two pts experienced wound dehiscence and infection despite the use of prophylactic antibiotics and a strict aseptic technique and had the stimulator and lead removed. Both pts eventually had replacements systems implanted. One pt experienced wound dehiscence and infection despite the use of prophylactic antibiotics and a strict aseptic technique and had the stimulator and lead removed. Four pts experienced a deterioration of bowel symptoms after permanent implant and had stimulator and lead removed. No other info was provided. One pt experienced an infection during the trial period. The pt subsequently went on to implantation of a permanent lead and stimulator.